Event description:
While conducting in-service education regarding the level 1 rapid infuser. The tubing level 1 d-70 normothermic IV fluid administration set from the package, it was broken in half unable to be used.